Event description:
PICC line "felt funny" during inserting (not smooth) and sherlock tip guidance system "reading strangely"; PICC line and guidewire removed. Upon insp, the guidewire was curled/crooked, when wiped with gauze, the 5 - 6 cm end of the wire broke off. A new PICC tray was used successfully and MFR notified.